Event description:
In the ICU, an rn set up a dilantin infusion. She placed the primary set into the pump and opened up the roller clamp and all of the secondary flowed into the primary bag. No pt harm. No additional info was available.

Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of secondary fluid backing up into the primary bag was confirmed through functional testing at carefusion's lab. The sample was sent to the check valve supplier. Their testing confirmed a check valve failure. Disassembly of the check valve part resulted in many clear particles found. The particles were found to be in the fluid path and covered both sides of the disk. The particles were identified as phenytoin (dilantin) in potassium bromide. The root cause of the check valve failure was due to particles that prevented the silicone diaphragm from fully seating against the housing area. The lot number was not identified. Based on the smartsite laser number, the mfg database was reviewed; no quality issues were noted during the production build period for this model for the failure mode reported.